Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system could not be started. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) troubleshot the system on site and determined that the device's operating system (windows xp) needed to be reinstalled. After reinstalling the operating system and performing the necessary functional checks, the system was returned to use in good working order. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Additionally, the system's instructions for use recommend the system not to be used for any medical application until certain that the user routine checks program has been satisfactorily completed. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact grid code was corrected.

Event description:
It has been reported to philips that the system does not start, remains stuck in the start process. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.